Manufacturer narrative:
Pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test or verify motion sensor test failure alarm due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that insulin pump alarmed for insulin pump error and button seemed to not be working. Customer¿s blood glucose was unknown at time of incident. Customer performed troubleshoot but did not resolve the issue. Customer advised to refer to back-up plan. Insulin pump will be return for analysis.